Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6)) displayed fault code 16 (timeout moving to take-up position) error message was confirmed during functional testing and review of the archive data. The brake body was seized from the corrosion, which prevented the brake from opening/closing during activation. This caused fault code 16, preventing the platform from performing compressions. Daily device checks and storing the autopulse platform in a low humidity location could help prevent the brake gap from seizing. Also, no documented report was found showing that regular preventative maintenance (pm) was performed on this platform since it was acquired by the customer in 2019. The lack of regular maintenance could lead to degradation of the mechanical components of the drive train, including brake seizure. Based on archive data review, fault code 16 was observed, confirming the reported complaint. The autopulse platform failed initial functional testing due to fault code 16 displayed upon powering on, thus, confirming the reported complaint. No brake activation was observed when the device was powered on. To remedy the fault code, ipa (isopropyl alcohol) was used to clean and remove rust/corrosion at the brake housing area. Subsequently, the platform was re-evaluated using the large resuscitation test fixture (lrtf) without any fault or error. During service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the run-in and final tests without any faults or errors. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(6).

Event description:
The customer reported during patient use, the autopulse platform (sn (B)(6)) displayed fault code 16 (timeout moving to take-up position) error message. The error message was displayed shortly after pressing the continue button for the platform to compress/to analyze patient size and placement. It would not retract at all. The band stayed fully extended for the duration, so it did not do any compressions. The team was already engaged in manual CPR and continued while 2 attempts were made to use the unit and failed. They left the patient on the autopulse board for transfer to the ambulance and as a CPR board during transport. Manual CPR was done for the duration of the 35-minute transport. No impact or consequence to the patient.